Manufacturer narrative:
The previously applied device code (B)(4) is no longer applicable and was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer (patient¿s husband). It was reported that the pump had not been refilled for years and the patient was now experiencing irritations because of the device. The patient was scheduled for explanation of the device.

Event description:
Information was received from a consumer regarding a patient previously receiving fentanyl and an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On 09-may-2017 it was reported that since implant when the patient reached for things the pump would hit against things. The patient was short at (B)(6). Per the patient, the pump had been in a while with no medication. It beeped and was uncomfortable. This had been going off and on for probably a year or longer beginning in 2016. The patient had relocated and was looking for a physician to remove the pump as she wanted to have the pump removed. Additional information was received from a healthcare professional (hcp) on 11-may-2017 who reported that the pump was delivering medication at the time it went empty, but the patient had been weaned to a minimal basal rate. The pump was allowed to go empty as the patient was scheduled for removal on (B)(6) 2016 but did not present for surgery. The patient was relocating to another state. On 23-aug-2016 the hcp called the patient¿s husband to reschedule the pump explant to (B)(6) 2016. The patient¿s husband stated that they would be moving on (B)(6) 2016 and would find a doctor after they moved to explant the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. Regarding the circumstances that led the pump causing irritations, it was noted that the patient was constantly bumping their implanted device which was implanted in their left lower abdomen, causing bruising and pain. The pump was explanted on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.